Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection was performed and passed. Test transmitter voltage was performed and passed. A review of the share log was performed and signal loss was found within the investigation window however, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.